Manufacturer narrative:
Age/date of birth: unknown/not provided. Date of event: unknown/not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the patient's vision in the left eye is not sharp like there is a film or a cloud over the lens. The patient also sees halos and sparkles that interfere with night driving. The ophthalmologist provided eye drops and to give it five weeks. The patient's vision did not improve, and she is having to wear glasses for both distant and near vision. The patient's eye tests and eye health are fine. Through follow-up, the patient saw her surgeon on (B)(6) 2020 and had laser treatment performed to get the film off her eye. The patient complained that she still cannot see clear, and the laser did not help at all. The patient was sent to get prescription glasses which help, however, patient complains cannot see close without the glasses. The optometrist stated the patients eye looks fine and pressure is fine. At this time, the lens remains implanted. No other information was provided.